Manufacturer narrative:
The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It was reported that the mets tibial fixed hinge component of the mets distal femoral replacement implant was discoloured at the axle hole. The surgeon chose not to use the implant and instead opened another mkfh/smst (mets tibial fixed hinge). There was no delay to the surgery reported. (B)(4).